Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, detector peeling was noted. In addition, insufficient angle, angle knob play, rubber pinhole, engage loose, sw3 scratch, air/water cylinder paint peeling, c-hogtail dirt, and ig snake tube scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera ultrasound gastrovideoscope has a rubber defect. During a standard service inspection of the customer returned device, detector peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the application of an external force to the relevant part. The instructions for use (IFU) states the following: "chapter 3 preparation and inspection - inspection of the endoscope 3. Cracks, dents, bulges, edges, scratches, protrusions of metal wires from the inside, protrusions, slacks, deformations, bends, foreign matter adhesion, parts falling off, etc. On the outer surface of the entire length of the insertion part including curved parts and tips. Visually check that there are no abnormalities." Olympus will continue to monitor field performance for this device.